Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 suggested component code: mechanical (g04) - head, h11. Visual examination of the returned product identified head was returned seated in the bearing. Head showed damage to the outer rim area and the taper hole walls were scratched. No other damage was noted. No dimensions were taken as the devices were returned and remained seated together. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 110031000 item name longevity dm bearing 28x44mm lot 66394031. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to disassociation between the bearing and head. The patient experienced recurrent dislocation. There is no additional information available at the time of this report.